Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination on the force sensor assembly. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration. There was evidence of contamination found on the force sensor housing and the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).